Event description:
During the surgery the nurse found the hole in the tyvek sheet when she opened the outer box of the stem size #9 (j6098-0940). Then the surgeon used size #8 stem (j6098-0835) instead of #9.